Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was improperly delivering oxygen. The ventilator was not on a patient at the time of the event. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found that there was a difference between the set and displayed oxygen values. They were unable to calibrate the oxygen sensor. The oxygen sensor was found to be faulty and needed to be replaced.